Manufacturer narrative:
It was reported to abbott that during an ipg pocket revision the lead was flipped. Surgical intervention took place wherein the physician tried to rotate the lead but was unable to. Physician attempted to remove the lead but when doing so the thread frayed. Part of the lead remains inside the vertebral canal. The partial lead was explanted and replaced with two leads. Effective therapy was established. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the partial lead was explanted and replaced with two leads. Effective therapy was established.

Event description:
It was reported during an ipg pocket revision in (B)(6) 2021 the lead was flipped. Surgical intervention took place on (B)(6) 2021 wherein the physician tried to rotate the lead but was unable to. Physician attempted to remove the lead but when doing so the thread frayed. Part of the lead remains inside the vertebral canal. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).